Event description:
The device was returned for svc, during svc the device had failure code 570:320:844. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.